Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. The lead was returned with the helix stretched/bent and clogged with blood/tissue. X-ray examination found the helix stretched/bent at the helix region. Unable to perform helix mechanism/extension length test due to helix stretched/bent condition as received. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue and damaged. The reported event of lead body twisted was not confirmed. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During initial implant procedure, the helix of the right ventricular (rv) lead was unable to retract and the lead body was twisted. The lead was explanted and a new rv lead was successfully implanted to resolve the event. The patient was stable.